Event description:
During a programming history database periodic review, high impedance was noticed on a system diagnostic test on a generator. No surgical intervention has occurred to date. No additional or relevant information has been received to date.